Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volumetric test. There were no reported adverse events.

Event description:
Additional information was received that the issue occurred after use and there was no patient involvement. The infusion was not life sustaining.

Manufacturer narrative:
Device evaluated by MFR: one cadd solis vip pump was received in good physical condition. There was no evidence of the reported "failed volumetric test" issue in the event history log. Accuracy test was conducted and the reported issue was not duplicated. The unit was a little low, but within specification. The air in line sensor will be reseated/replaced to bring the pump back to nominal reading of 0% error.